Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided, lot number not provided, UDI not provided, re-processing information not provided, since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a robotic whipple procedure, the seal on the trocar was not seated properly. The obturator would not sit on the port correctly nor would the camera insert into the port correctly. A new port was opened and it worked fine. The current patient status is fine. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. There were no visual abnormalities, the seal was intact and in place. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by the account. There were no visual abnormalities, the seal was intact and in place. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.